Event description:
As reported, during a laparoscopic ventral hernia repair (ipom), the sorbafix enhanced device successfully fixated 4 fasteners, after which 4-5 fasteners came out in a single fire and could not be fixated. As reported, the surgeon completed the procedure with a capsure device. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced multiple fasteners deployed in single fire, failed to fixate the mesh after 4 fasteners got fixated. Evaluation of the sample could not reproduced the reported events. Evaluation found the device functioned as intended. The device was found to successfully deploy all nineteen remaining fasteners into mesh/ foam pad substrate during a simulated use test. No manufacturing anomalies found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery, "compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.